Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave out of range signals for 1 hour and 45 minutes. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.